Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent oversensing of far-field r-waves was noted on the stored atrial electrogram. Reprogramming was performed. The atrial lead remains in use. No patient complications have been reported as a result of this event.